Manufacturer narrative:
The reported complaint was confirmed. Multiple diligence attempts for further information on repairs done and part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the heater-cooler had a water leak on the bottom. There was no patient involvement.